Manufacturer narrative:
(Initial reporter address) (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was to used remove intestinal polyps in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the trap was connected to the electrode, but no reaction was observed when cutting with electricity. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator medium oval stiff snare was to used remove intestinal polyps in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure and inside the patient, the trap was connected to the electrode, but no reaction was observed when cutting with electricity. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter address): (B)(6). Block h6: medical device code a090402 captures the reportable event of unable to deliver energy. Block h10: (product investigation): one captivator snare was received for analysis. Visual analysis of the device did not find any problems. The active cord did not find any problems. Dimensional testing of the active cord was performed, and it is within specifications. Electrical testing was performed, and the device's electrical resistance was within specification. The reported event of device unable to deliver energy could not be confirmed. Device analysis found no problems with the device during visual, dimensional and electrical tests. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed.